Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a cholangiopancreatography (cpre) and stent procedure in the choledocolithiasis of a (B)(6). During the procedure, the guide catheter broke and the stent was unable to be deployed. The guide catheter breakage occurred within the push catheter allowing the delivery system to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode. During interrogation, no output or telemetry were found. After replacing the battery and downloading the product code, normal function ensued. The device was at normal end-of-life due to battery depletion.

Event description:
It was reported that the patient presented to the emergency room with the device pacing at 35 ppm. Interrogation revealed that the device was in back-up mode. Attempts to perform a software download were unsuccessful and telemetry was interrupted. The device was subsequently replaced.